Manufacturer narrative:
The insulin pump functioned properly during prime, excessive no delivery and displacement tests. No excessive no delivery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that she had 7 alarms of no delivery and fix prime with 5 units, change set, reservoir and insulin without result. The customer reported all sets from one lot but she is now using the same old pump and alarm did not occur. The customer was advised to check with set from other lot and agreed to call back for next 2 days.